Event description:
It was initially reported by the pa that the vns pt's device was showing low impedance on recent diagnostics performed. The pt was said to have not been followed for approximately the last two yrs. It was noted that the pt is also being followed by another neurologist for medication mgmt. The pa also indicated that the pt is said to have been seizure-free for approximately 2 yrs. The pt indicated that about two months prior to the report, he was no longer feeling the stimulation which used to cause him to cough and have voice alteration during the stimulation. When the pt's output current was increased significantly, there was no coughing or voice alteration as expected. When diagnostics were performed, the diagnostics indicated that the dcdc value was 0. Review of the MFR's programming history indicates that the pt's dcdc-value was 2 at the time of implant and a 1 on (B)(6) 2008. The pt was said to be referred for x-rays, but a copy has not been sent to the MFR for review. Good faith attempts to obtain additional info have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2011 when it was reported that the patient was hospitalized due to an unknown reason. The patient was to undergo revision surgery however there were concerns over the length of time that was going to pass prior to the surgery occurring due to scheduling conflicts. Good faith attempts to obtain the reason for hospitalization were unsuccessful. A review of the patient's programming history available in the manufacturer's programming database revealed that the patient's device was programmed off on (B)(6) 2010. The patient underwent revision surgery where the lead and generator were both explanted and replaced and good faith attempts to obtain the explanted product will be performed.

Event description:
Good faith attempts to obtain the explanted devices were unsuccessful.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.